Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation of the subject part is complete, k2m inc. Will file a supplemental report indicating the findings. Not returned.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which a removal wrench tip broke off and stuck in the set screw and was not able to be retrieved, therefore, was left in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. The damage to the tip was consistent with over torquing. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On 09/21/2016 it was reported to k2m, inc. That a surgery took place in which a removal wrench tip broke off and stuck in the set screw and was not able to be retrieved, therefore, was left in the patient.